Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and reported that the subject device clv-190 / (B)(6) displayed a scope communication error (b30 error code) and no image during a procedure. The biomed was guided to do the following possible remedial activities such as pressing the esc key on the maj-1921 keyboard while a scope was inserted, swapping with a known-reliable maj-1933 cable from another tower, and swapping a known-reliable cv-190 into the suspect tower. None of the steps taken resolved the reported issue. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented scope communication error b30 and an issue of no image during an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.